Event description:
The pt's attorney contacted the MFR and stated "the stimulator malfunctioned requiring additional surgery, and the purchase of a second stimulator. Additionally, the pt required additional temporary disability benefits because of the need for a second surgery which of course was the direct result of the defective product mfg..."